Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was found to be post-paced t-wave oversensing on ventricular channel during patients follow up visit. The patient was asymptomatic. Programming changes were made.